Event description:
Removal difficulty. (B) (4).

Manufacturer narrative:
The infusion tube was inserted and functioned well for its intended purpose of intraosseous infusion. It was when the infusion tube was being removed that the tubing separated from the metal portal tip. The portal tip was left in the pt. The pt was a (B) (6) male, of approx (B) (6), who had attempted suicide. The pt survived to be transferred to a psychiatric ward. The portal tip was not removed before the pt's transfer and remains in the pt's chest. The device was not returned to the MFR. Pyng medical is filing this report as a conservative interpretation of the FDA regulations. In the abundance of caution pyng medical is filing this as an MDR.